Event description:
A (B)(6), male, pt's nurse, contacted zoll customer support to report the pt's device was constantly alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. As received, the belt failed incoming testing. Upon eval, component v4 was shorted in ECG electrodes c and d. The v4 components is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressors was not positively identified. No adverse event resulted from the shorted components. The last pt to use this electrode belt did not report any deficiencies.